Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well, didn't slide to the end" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector in between the start and end positions. The large tab underneath the slider knob, which would be placed within the cam, was observed to be dislodged from the track. The bevel selector was observed to be in the center position. The injector was received with the needle cover detached from the needle and returned. The needle guide (with the needle within) was observed to be severely bent at multiple points. The needle was observed to be partially retracted. A large gap/separation was observed between both case halves at the needle hub and extended down near the middle of the injector handle. A stent was not observed within the returned packaging. It is unknown whether the stent is within the injector. The complainant did not report damage to the injector. The extent to which the injector halves are separated and the severity of bending observed to the needle, the needle cover could not have been properly inserted. The condition of the injector is likely due to handling.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well, didn't slide to the end" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Surgery was completed with second xen®45 gts device.